Manufacturer narrative:
The lot complaint history was reviewed, this was the second complaint for the finish goods lot; however, the first for this issue. The device history record showed the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects observed. A full internal pressure leak test was then conducted on the cassette and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from the balanced salt solution to the drain bag without any interference. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a cassette leakage was observed after testing. Another cassette was obtained and the procedure was performed and completed. No system message was displayed. There was no harm to the patient or others. Additional information has been requested but not received to date.